Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked on 4 occasions. The following information was provided by the initial reporter: I have a complaint about the syringes below. From the batch below 4 single packed syringes have leaked during use. The plunder doesn't seal properly and fluid is leaking out.

Manufacturer narrative:
H6: investigation summary: sixteen sealed samples were provided to our quality team for investigation. The product was visually inspected there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2008018, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed on the sixteen returned samples, in all cases the product met required specification and no leakages occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Event description:
It was reported that syringe 50ml ll leaked on 4 occasions. The following information was provided by the initial reporter: I have a complaint about the syringes below. From the batch below 4 single packed syringes have leaked during use. The plunder doesn't seal properly and fluid is leaking out.